Manufacturer narrative:
Additional information: one 4 lesion nt2000¿ pain management generator was received for investigation. When the generator was powered on, the system successfully executed the power on self-test and powered on. An error message stating ¿check connector and probe press ok to continue¿ was observed right after the probes were connected. The unit displayed 0v and o/c impedance measurements in all ports. Further investigation revealed the generator had an abnormal functioning stimulation board. The stimulation board was replaced temporarily with a known good stimulation board. Based on the information provided to abbott and the investigation performed, the reported error message and subsequent cancellation was confirmed. The root cause of the reported event was isolated to an abnormal functioning stimulation board. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
During a procedure, an error message appeared multiple times on the generator screen and the device would not function. The error message read ¿check connector and probe press ok to continue". The procedure was cancelled and there were no patient consequences.